Event description:
A blood leak occurred 5 minutes after start of hemodialysis treatment. The dialyzer was at the 9th reuse. The leak was observed with leak detector. Blood loss volume was around 100cc, since the blood was not returned to the patient. The patient was well and no medical treatment was given to the patient.